Event description:
A report was received that the patients ipg had flipped upside down. It was noted that the patient was unable to charge but it did not change its location. The patient underwent a revision procedure wherein they opened the pocket and put suture through the header of the ipg so that it will not move. The patient was doing well post operatively.